Event description:
During a mechanical thrombectomy stroke procedure, a 3 max penumbra reperfusion catheter was placed in the basilar artery. During advancement of the 3 max separator, it was noted that the separator was getting stuck inside the lumen of the catheter. After several attempts, the devices were removed and the procedure completed with ia tpa. The hospital was unable to provide patient information despite repeated attempts.

Manufacturer narrative:
Device investigation: results: the catheter shows an ovalization of the mid proximal shaft between 43.5 and 44.6 cm from the distal tip. A 0.032" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel moved easily until it was 45.5 cm from the distal tip, where friction stopped the forward motion. The catheter is non-functional. The separator shows no visible damage. The separator was introduced into an irrigated demonstration reperfusion catheter 032. The separator advanced easily through the catheter and exited the distal tip without incident. The difficulty passing the 3maxs through the 3maxc noted in the report was confirmed. The cause of this is was the ovalization in the catheter. There is not enough detail in the complaint to determine the cause of the ovalization but if the catheter was being used in tortuous anatomy or if placed around a curve, this may cause a slight ovalization, preventing advancement of the separator. The complaint does not describe the anatomy in which the devices were being used. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.